Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 05-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve initial concern entirely as he is not getting high results but still sometimes having to use more than 1 test strip due to errors. Manufacturer contacted customer in a follow-up call on 11-may-2022. Customer is not having a complaint regarding replacement product. Customer stated he is sometimes having to use more than 1 test strip due to user error but 9 out of 10 the test strips are working properly. Customer was educated on the proper way to test. Customer is satisfied and states the replacement is working fine.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 386 mg/dl am fasting and 480 mg/dl non-fasting. The customer¿s expected blood glucose test result is 160 mg/dl, customer stated he expects this both am fasting and non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/29/2023 and test strips were opened one week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 07-july-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.